Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to a blood glucose (bg) level of 546 mg/dl. Customer was treated with intravenous saline and insulin. Reportedly, air bubbles were observed in the infusion set tubing. Additionally, an occlusion alarm and resume pump alarm occurred. Customer was released from the hospital on (B)(6) 2020 with no permanent damage. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.